Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead dislodged slightly at some point between lead tie-down and insertion of device into pocket. Threshold increased and fluoro confirmed slight dislodgement of lv lead. Pocket was re-opened and device taken out. Lv lead was repositioned in another vessel. Leads were re-attached to the device. Repeat lead measurement after placing device into pocket showed high impedances for all lead impedances measurements. Subsequently programmer telemetry was lost. Programmer was restarted and telemetry was restored. Lead impedances was still high for all measured impedance. Both lv lead and device were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 429688 implantable pacing lead implanted: 2014 (B)(6). (B)(4).